Manufacturer narrative:
Upon further investigation of one of the devices, it was found that the reported issue was reported in error, no hazard was present. The count of events has been corrected to reflect this.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced a siderail false latch. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event, where it was reported the device experienced a siderail false latch or lift does not stop lowering. There was no patient involvement.